Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. ¿the tibia has clear radiolucence especially anteriorly. There is some smaller cavities and some lucence in the surrounding bone. Loosening can be confirmed, the component seems migrated a little, but that cannot be confirmed with the CT scan only. The pe cannot be assessed directly with the CT scan. There is no indirect sign of loosening or migration. The talar component shows radiolucence and cavities as well. It seems subsided and also a little migrated posteriorly. Therefore loosening and migration can be confirmed.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone stock and loss of integration with development of radiolucence and cavities. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.